Manufacturer narrative:
Product complaint # ==>(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the number of procedures/patients affected by this issue. For each involved patient, please provide the following information: can you identify the lot number of the product that was used? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. What is the most current patient status? What is the procedure name and date (dd/mm/yyyy)? What date did the granulation occur? (Dd/mm/yyyy). On what date was the slow absorption of the suture observed? (Dd/mm/yyyy). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that post op of an unknown procedure, some granulation going on the pds is not fully absorbed by the body. They were able to pull some of the material out. No patient harm was reported. Sterile samples will be returned. Additional information has been requested.